Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed due to limited information received from the customer. Device history and complaint history review was not performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under "warnings," it states that "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components," and under "possible adverse effects," number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Following review, no new risks were identified. Literature: jacobs, ca, phd and christensen, cp md;factors influencing patient satisfaction two to five years after primary total knee arthroplasty, j arthroplasty (2014). Http://dx.doi.org/10.1016/j.arth.2014.01.008. Zimmer biomet complaint: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2014-08869, 0001825034-2016-00733, and 0001825034-2017-08235/08237/08238. Product location unknown.

Event description:
Information was received based on review of a journal article entitled, ¿factors influencing patient satisfaction two to five years after primary total knee arthroplasty". A review of the article identified two (2) unknown patients were treated for periprosthetic femoral fractures. There has been no further information provided and the patients outcome is unknown. Attempts have been made and no further information has been provided.